Event description:
It was reported that this left bundle branch (lbb) lead was surgically explanted due to unknown product performance issue. This lbb lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was surgically explanted due to the lead being damaged. This brady lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that this left bundle branch (lbb) lead was surgically explanted due to the lead being damaged. This lbb lead was replaced with the same model. No additional adverse patient effects were reported. This lbb lead was returned.